Event description:
Dealer states that the pressed in pins on the hubs of both sides have been popping out. They have lost 5 of the 8 pins so far.

Manufacturer narrative:
Unit was returned for evaluation; pressed in pins in axle freewheel hub ssd sleeve are coming out.

Manufacturer narrative:
(B)(4). Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the pressed in pins on the hubs of both sides have been popping out. They have lost 5 of the 8 pins so far.